Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator did not have any relief with the device. The neurostimulator system was explanted. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator did not have any relief with the device. The neurostimulator system was explanted. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator did not have any relief with the device. The neurostimulator system was explanted. There were no patient complications reported.